Manufacturer narrative:
(B)(6).

Event description:
It was reported that surgeon used a fastfix curved device and failed. Surgical technique followed as per usual. The anchor disengaged when surgeon pulled on the suture to tension and tighten the knot. All pieces were taken out of the patient. Two more fastfix devices were used and were implanted successfully. Procedure completed and no other incident occurred. No samples to send.

Manufacturer narrative:
Event description updated

Event description:
It was reported that surgeon used a fastfix curved device and failed. Surgical technique followed as per usual. The anchor disengaged when surgeon pulled on the suture to tension and tighten the knot. T1 and t2 were inserted, but disengaged while securing knot. All pieces were taken out of the patient. Two more fastfix devices were used and were implanted successfully. Procedure completed and no other incident occurred. There was no significant delay.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, was not returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchors disengaged when surgeon pulled on the suture to tension and tighten the knot. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological conditions in the soft tissue that would prevent secure fixation of the device. Not penetrating the needle into the outer meniscal fragment. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.